Event description:
During a review of the literature entitled, "analysis of the treatment of refractory epilepsy in pediatric patients with vagus nerve stimulation (vns): a case series" it was reported that during this study with 21 children with dre (observation only), some of the patient's were noted to have experienced adverse events. Only one patient developed a superficial wound infection, which was successfully managed with oral antibiotics. Another patient experienced an increase in seizures. Their seizure rate had elevated from 5 seizures per day pre vns -- 10 seizures per day with vns. This report captures the serious injuries reported in this study (superficial wound infection). MFR. Report # 1644487-2026-10053 captures the associated events defined as a malfunctions (increase in seizures). Despite following up with a contributor of the article. No other relevant information has been received to date.

Manufacturer narrative:
Citation block: de oliveira júnior jp, morais ba, pereira nm, franco cl, ribeiro prj. Analysis of the treatment of refractory epilepsy in pediatric patients with vagus nerve stimulation (vns): a case series. Childs nerv syst. 2025 dec 15;41(1):421. Doi: 10.1007/s00381-025-07083-x. Pmid: 41398533. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.